Manufacturer narrative:
Removal reporting numbers: 1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced discomfort (overstimulation/ burning sensation) at the ipg site regardless of stimulation on or off. System diagnostics did not reveal any anomalies. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the ipg was explanted and replaced which resolved the issue.